Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is patient/consumer.

Event description:
It was reported that the device is showing no disposable pump alarm. Issue was resolved through troubleshooting and patient education. No patient injury was reported.